Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that they can't charge the ins. The patient noticed an increase in pain and discovered that the ins battery level was showing the red indicator (0-9% charged). They claimed that they attempted to charge for 10-20 minutes, the ins battery level did not increase from the red indicator and the remote battery level did not decrease. During the call the patient attempted to start a charging session, the remote connected and the coupling status was excellent. The ins battery level was still 0-9% charged and the controller battery level was 60%. The issue was not resolved through troubleshooting.